Event description:
A report was received from the affiliate indicating that during a coronary stenting procedure, balloon burst of the cypher stent occurred possibly contributing to a dissection which was treated with another cypher stent. There was no info regarding the patient demographics or medical history. The target lesion was the mid right coronary artery (rca). The lesion was a de novo, not calcified or tortuous. The percent of stenosis was unk. After pre-dilation was conducted with a balloon, a 3.5 x 18 mm cypher sirolimus-eluting coronary stent was delivered to the target lesion. While the stent delivery system (sds) was being inflated at 16atms, contrast medium leaked out to the proximal rca from the proximal end of the balloon. Because the stent was already dilated, post-dilation was conducted and the stent deployed. After that, due to the contrast medium leakage, a vessel dissection occurred at the proximal end of the mid rca. Therefore, an add'l 3.5 x 18mm cypher stent was implanted at the area of the dissection and the procedure was safely finished. The product will be returned for analysis.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.